Event description:
Boston scientific received information that this right atrial lead had high out of range pacing impedances. A lead fracture was confirmed around the subclavian. The right atrial lead cut and surgically abandoned in the patient. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.